Event description:
It was reported that the patient recently went through radiation therapy and the device is reading a day of invalid data. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that upon device interrogation question marks noted on screen and printouts. A device electrical reset was suspected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - diagnostics problem. Programmer s2d data for file (B)(4) shows data - quick look ii with "cardiac compass has invalid data" on (B)(6) 2012 10:21:31.

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis revealed no egm waveforms. It was also noted that at/af episodes were missing, resulting in invalid data.